Manufacturer narrative:
B3: date is estimated; month and year are valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient regarding an external device. The patient reported that every time they try to charge their implanted neurostimulator (ins) they get the 'reposition antenna' screen on the recharger. Had the patient reposition the antenna during the call, but they continued to get the same screen. Then had the patient use their patient programmer to try and connect to the ins, but they got the 'poor communication' screen with and without the antenna. Asked the patient when they last charged the ins, and the patient thought it was 2-3 weeks ago (patient mentioned they were tending to their wife during that time because their wife was very sick). Reviewed that the ins battery was potentially over discharged since neither the recharger nor the patient programmer could communicate with the ins. The patient also mentioned that their hands were shaking. Reviewed that this was likely due to ther apy being turned off as a result of the ins battery being depleted. The patient was redirected to their hcp to further address the issue. Additional information was received from a healthcare professional (hcp) on 2025-feb-27. The hcp reported that the ins was not confirmed to be over discharged as the patient was not yet seen. The inability to communicated was due to patient error, and when asked what actions/interventions were taken to resolve this issue, the patient stated 'charge daily.'

Event description:
Additional information received from the patient. Patient called back and reported that they have a dbs and its just not working and they believe it is turned off and they can't get it back on and the recharger is not working. Patient described that they were experiencing a "charge your recharger battery" screen while they were trying to get connected to their implant. Agent reviewed meaning of message with patient. Agent asked patient if recharger was plugged in, patient stated that it has been for a little bit. Agent advised patient to continue to charge their recharger and call back when session is complete. Patient stated that they saw their healthcare provider in regards to the issue and were advised to contact their manufacturing representative (rep). Patient stated that they called a rep in regards to the issue but the rep can't see them until the end of the day. Patient will call back when recharger is charged.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received from the patient. The patient called regarding difficulty connecting to their implantable neurostimulator (ins) using external equipment. Troubleshooting was attempted, but the patient was unable to connect to the ins with either the programmer or the recharger, encountering a "poor communication" screen. The patient then attempted to connect to the ins using the recharger again and saw a "reposition antenna" screen. The patient was redirected to contact their healthcare provider. A field rep was also contacted regarding the issue and to check the device for a possible over-discharge issue.